Manufacturer narrative:
The customer noticed dry serum build up at the dispense port. The dispense port was cleaned of any dried serum and an empty and fill of cuvettes was performed. Then a full qc (quality control) run was performed. The run was acceptable. The cause for the false positive advia centaur xp total hcg result is unknown. The most likely cause is that the patient sample became contaminated. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). If an aberrant or abnormal result, as defined by the laboratory protocol, occurs, laboratory personnel should first make certain that the system is performing and is operated and maintained in accordance with the product labeling. The user should then follow the laboratory protocol for advising the clinician of a result that appears to have deviated from the norms established by the laboratory. Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results-sometimes in consultation with other medical experts."

Event description:
A false positive advia centaur xp total hcg patient result was obtained for a patient sample on (B)(6) 2017. The false positve result was reported to the doctor. A redraw sample was tested and the result was negative. Repeat testing was performed on the initial sample twice and the results were positive. The initial sample was also tested on the other advia centaur xp system and the result was positive. The redraw sample was repeated on both advia centaur xp systems and the results were negative. The validator of the results picked up the unusual pattern when the redraw result was negative and the previous draw from the (B)(6) was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.